Event description:
The tab that is part of the locking mechanism on the a lateral poly insert was damaged during insertion. The b lateral poly insert was implanted.

Manufacturer narrative:
The tab that is part of the locking mechanism on the a lateral poly insert was damaged during insertion. The b lateral poly insert was implanted. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: the a lateral poly insert was returned to conformis. Impressions on the underside of the insert indicates that the insert may not have been properly seated in the tibial tray prior to impaction, causing damage to the locking mechanism that made the insert unusable.